Event description:
User facility reported, via a medwatch form, that a uterine perforation occurred upon entering uterine was cavity with a novasure disposable device. The ablation was not performed due to perforation. A hysterectomy was performed after a discussion between pt and physician later that day. It was reported on 11/30/2007 by the physician's office, that the hysterectomy was not a treatment for the perforation, but the pt requested the removal of her uterus since the ablation was not completed. No treatment was needed for the perforation. The pt was seen ten days earlier, for follow-up and reportedly doing fine.

Manufacturer narrative:
The lot number was not provided; therefore, an investigation or review of the device history record for the device was not able to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed. No further info could be obtained, thus no conclusion can be drawn concerning the relationship of the device to the event. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used.